Event description:
Reconstruction of an acl using a semitendonosis gracilis autograft and a bioabsorbable interference screw fixation in both the femoral tunnel and the tibial tunnel was completed in 2001. A year later in 2002 the pt was returned to surgery. No info was given as to why surgery was indicated. An arthroscopy was done and at that time a loose body in the knee was seen and removed. The foreign body was identified as the distal 1/3 of a bioabsorbable interference screw.